Event description:
The customer contact reported an inaccurate delivery. No specific programming parameters were provided. It was reported that the pump was involved in an unspecified incident. The customer contact stated that there was a problem with channel c and that "the delivery either stopped or possibly had inaccurate delivery." Multiple unsuccessful attempts have been made to obtaing additional information.